Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call, she was having issue with a sensor as it didn't read that she low blood glucose of 34 mg/dl. Customer's doctor stated she had a seizure so her glucose must have been dropping. Customer declined troubleshooting but did state she was hospitalized and doesn't know what her blood glucose was at the time she was admitted. Customer didn't recall any other significant prior to the hospitalization other than the seizure. Customer was advised to call back to perform troubleshooting on the insulin pump. The device is not returning for analysis.